Event description:
Customer reported melting around the device base. Customer stated believing too much liquid was used to clean the device. A request was made for return product and replacement product was sent.